Manufacturer narrative:
The gown was contained within roi cps, llc custom procedure kit 880218, lot number 85726h. The complainant indicated that 4 gowns were affected.

Event description:
Adhesive on the drape is not sticking to the patient. Discovered during procedure. No delay to case. No harm to the patient.